Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The patient was reported to have an office visit on an unspecified date and was prescribed oral antibiotics and dressing changes three times per day. On 08/31/2002 the patient presented to the emergency room with complaints of groin pain, swelling and fever. The emergency room discharged pt home. The treatment rendered in the emergency room is unknown. The patient presented back to the hospital on 09/18/2002 and was admitted for groin abscess. An incision and drainage surgery was performed. On 09/28/2002, the patient had a vessel biopsy. Although requested, no further information has come available.